Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and high blood glucose levels. Customer¿s blood glucose level was over 500 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for blank display was performed. Customer advised they received a new battery cap and the display screen was not blank. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.